Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material (sediment) was found inside the air/water channel. The specific material could not be identified and the cause for the material remaining in the channel could not be specified. There was no physical damage to the area where the foreign material was found and it was unknown if there were any deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, distal end cover insulation less than threshold, light guide rod lens cracked, bending section rubber glue separated, connecting tube scratched, angulation less or specified value, angulation play, and water flow/removal failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii gastrointestinal videoscope had no air/water flow. Upon inspection and testing of the customer returned device, sediment (foreign material) was found inside the scope air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.